Event description:
It was reported that the iab was inserted without incident. Approximately 12 hours after insertion, the balloon leaked and removal was attempted. Resistance to removal was encountered and a surgical procedure was performed to remove the iab. The patient required a vascular graft, with no further complications being reported.